Manufacturer narrative:
Corrected data: e1 (initial reporter). Updated data: e1 (email).

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6( health effect - clinical, type of investigation, investigation findings, component, investigation conclusions),h11.getinge field service engineer (fse) evaluated the unit and confirmed no power going in to cart. Fse suspected mains coil. Also, confirmed the power was intermittent and suspect broken wire or connection in mains lead. Replaced mains coil. After replacement the device was powering up and charging ok. All checks completed and seen to passed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restrictions in block e1 telephone number: (B)(6).

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) unit is not charging. There was no patient involvement.